Event description:
It was reported that the ilet user received a ¿dosing stopped connect cgm or enter bg¿ alert and a pump prompt to ¿start sensor,¿ followed by a sensor expired alert. The user was guided to start a new sensor on the pump and enter the pairing code, with education provided on sensor pairing and warmup, indicating a usage issue related to procedure. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found and a usage problem was identified, consistent with not starting a new sensor; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributed to the event.